Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): patient symptoms: rash and itching with several different appearances over the whole body, comes and goes from time to time, does not react to steroid therapy. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. So far no surgical intervention was needed. The user is unwilling to provide further information. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified procedure in 2024 and mesh was implanted. The patient experienced a possible allergic reaction, rash and itching with several different appearances over the whole body, comes and goes from time to time, does not react to steroid therapy. No further information is available.